Event description:
The following was reported by the patient's attorney: on (B)(6) 2008 - the patient underwent a hernia repair surgery with composix kugel. On (B)(6) 2009 - the patient underwent an additional hernia surgery and the composix kugel mesh was removed. The attorney alleges the patient has suffered and will continue to suffer physical pain and harm. The patient has severe pain and was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter multiple times to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The attorney does not allege a specific device failure and medical records have not been provided. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.